Event description:
The customer reported that she wore the pod for less than a day. She then started giving injections to lower her blood glucose. When the pod was removed the cannula was "kind of" bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.